Manufacturer narrative:
This lead was abandoned, therefore, boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited high threshold measurements and decreased sensing. A x-ray revealed that the lead had no slack and the helix was near the tricuspid valve. As a result, the physician suspected the patient had twiddler's syndrome. This lead was surgically abandoned. No adverse patient effects were noted as a result of the procedure.